Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2015 with the following findings: a review of the black box indicated that a loss of prime occurred on (B)(6) 2015 at 21:20 followed by a reboot on (B)(6) 2015 at 10:35; deliveries resumed on (B)(6) 2015 at 11:42. On (B)(6) 2015 at 17:46 a manual time change was made to 18:53. On (B)(6) 2015 at 18:54 a loss of prime occurred followed by a reboot at (B)(6) 2015 at 18:54. The date was then manually changed from (B)(6) 2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no issues occurring. The pump was exercised for 24 hours on a 2.0unit per hour rate; at the end of testing, the basal history correctly showed 2.0units per hour and the total daily dose history correctly showed a total of 48.0units. No errors, alarms, or warnings occurred during testing. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced elevated blood glucose (bg) over 500mg/dl with large ketones, nausea, and increased urination. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the patient's insulin had recently been changed from novolog to apidra, which may have contributed to the alleged bg excursion. During troubleshooting, the reporter stated that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a basal delivery discrepancy.